Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x24mm drug eluting stent was implanted in 2005. The patient indicated that about 7 months later she had a major mi due to a blood clot at the end of the stent. It started with pressure in the chest, she went to the doctor's office and was helicptered to a different facility. She was admitted for four days and the "clot was dissolved". She is back on plavix now but took plavix from the time of stent insertion until january 2006. The cardiologist's office was contacted for additional information. They confirmed that the patient did have a thrombosis and an inferior wall mi. "The patient almost died." The clot was removed with a pronto thrombectomy device.